Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5092244) on (B)(6) 2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') and device breakage ('2 metallic fragment') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterine bleeding, menometrorrhagia and dyspareunia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), rash ("rash"), hypothyroidism ("hypothyroidism"), loss of libido ("loss of libido"), migraine ("migraine"), headache ("headache"), abdominal distension ("bloating"), tenderness ("tenderness"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and urticaria ("hives") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and bilateral salpingectomies, endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rash, hypothyroidism, loss of libido, migraine, headache, weight increased, abdominal distension, tenderness, fibromyalgia, fatigue, anxiety, depression and urticaria outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device breakage, fatigue, fibromyalgia, headache, hypothyroidism, loss of libido, menorrhagia, migraine, rash, tenderness, urticaria and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013, 2013 2 trailing coil on both side quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 27-jan-2020. The most recent information was received on 22-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') and device breakage ('2 metallic fragment') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterine bleeding, menometrorrhagia and dyspareunia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), rash ("rash"), hypothyroidism ("hypothyroidism"), loss of libido ("loss of libido"), migraine ("migraine"), headache ("headache"), abdominal distension ("bloating"), tenderness ("tenderness"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and urticaria ("hives") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed and bilateral salpingectomies, endometrial ablation). Essure was removed. At the time of the report, the menorrhagia, device breakage, rash, hypothyroidism, loss of libido, migraine, headache, weight increased, abdominal distension, tenderness, fibromyalgia, fatigue, anxiety, depression and urticaria outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device breakage, fatigue, fibromyalgia, headache, hypothyroidism, loss of libido, menorrhagia, migraine, rash, tenderness, urticaria and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013, trailing coil on both side quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-mar-2021: case become serious incident. Mr received. Reporter's information added.rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report